Event description:
Reprise IV study. It was reported the subject developed right bundle branch block. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. In accordance with the directions for use. Event summary: on the same day of the index procedure, subject developed right bundle branch block (rbbb) diagnosed by electrocardiogram (ECG). The temporary pacemaker was left in the place post index procedure. At the time of reporting the event was considered recovering. It was further reported that: one day post index procedure, the subject developed left bundle branch block (lbbb). Both the rbbb and lbbb were considered to be recovered.

Event description:
(B)(6) study. It was reported the subject developed right bundle branch block. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. In accordance with the directions for use. Event summary: on the same day of the index procedure, subject developed right bundle branch block diagnosed by electrocardiogram (ECG). . The temporary pacemaker was left in the place post index procedure. At the time of reporting the event was considered recovering.